Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had a button error anomaly. Customer stated that the down arrow was keeps on going even though he was not pressing it anymore. Customer stated that they cannot observe the time clock for verify because the insulin pump was turn off and the customer decided to turn it off because the down arrow was keeps looping. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.